Event description:
It was reported that an ilet device had a cracked and unresponsive screen, while blood glucose remained unaffected, and a replacement device was arranged with return of the original. Symptoms included no reported clinical effects. Outcomes included continuation of glucose monitoring using the cgm application or receiver and instruction to shut down the device to prevent alerts, with counseling that device data would not transfer to the replacement and that a standard startup would be required. Investigation included case triage, verification of shipping and billing details, provision of return logistics, and plan for data synchronization to the mobile app prior to return. Investigation of this case revealed a hardware screen failure consistent with external damage to the display component without associated alarms or therapy interruption. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.